Manufacturer narrative:
Per the t:slim x2 user guide, "always make sure that the correct time and date are set on your pump. Not having the correct time and date setting may affect safe insulin delivery." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a new pump and forgot to change the pump date. Reportedly, after resuming delivery, the customer observed that the pump date was set inaccurately. The customer successfully updated the pump date. Blood glucose was 137 mg/dl.